Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. During the first firing sequence the left jaw ramp got broken making the instrument non-functional. Please note that an investigation has been initiated to address the potential root cause of the broken jaw issues. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended but the orange indicator over traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia repair procedure, the device was fired but not on a vessel and it was discovered that the jaws had locked closed. Another device was used to complete the procedure. There were no adverse consequences for the patient.